Manufacturer narrative:
This product is registered as a combination product. Failure event observed during analysis. Final analysis found external insulation abrasion noted at 32.9 ¿ 33.2 cm and 34.1 ¿ 34.4 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at this/these locations.

Event description:
This report is to advise of an event observed during analysis